Event description:
It was observed that during the device inspection, the duodenovideoscope exhibited foreign objects in the up/down and right/left knob and the knob wire. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation, associated with update to h3, h6 coding. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation, there was foreign material adhered/clogged in distal end, right/left angulation control knob and upward/downward angulation. The foreign material could not be identified. The foreign material was possibly not removed since the reprocessing was not conducted properly due to leakage at upward/downward angulation control knob, right/left angulation control knob, and pipe protecting forceps elevator wire. However, a definitive root cause of the foreign material could not be determined. The event can be detected/prevented by following the instructions for use (IFU) which states: IFU states the detection method in tjf type 150 operation manual chapter 3 preparation and inspection. IFU states the preventative measures in tjf type 150 reprocessing manual 3.5 manual cleaning. Olympus will continue to monitor field performance for this device.